Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of inappropriate shocks in several episodes. Additionally, shock impedance measurements increased from 50 ohms to the 120 to 140 ohms range. The patient was noted to have a history of substance use and has been non-compliant with follow-ups. The noise was able to be reproduced in-clinic and was suspected to be related to potential s-ICD movement/migration as the patient was reported to have gained weight. Device therapy was programmed off and further evaluation was planned. Surgical intervention was undertaken. The device and electrode were explanted and replaced with a transvenous system. No additional adverse patient effects were reported. The device is in possession of the hospital at this time. If the product is returned, analysis will be performed and this report would be updated at that time.